Event description:
It was reported that on three separate occassions, difficulty was experiened with the catheter leaking air. Unfortunately, at this time attempts to obtain add'l info regarding these events have been unsuccessful.